Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00211. It was reported the patient (australia) underwent surgical intervention on (B)(6) 2017 due to stimulation being felt in the incorrect location (reference MFR report: 3008829311-2017-00085). During the procedure, the physician attempted to implant 2 different replacement leads but due to scar tissue the leads were unable to be implanted.